Event description:
Received information stating patient has experienced high bg's (400 mg/dl) following physician's change of patient's carbohydrate ratio.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.